Manufacturer narrative:
The handpiece was returned from field for not producing full patterns. Upon arrival the unit was tested and found that the unit was producing a full pattern but did not sound proper. The unit was opened, and it was noticed that the busing for the y stage lead screw was not present. The ID and od bond for the y stage lead screw was not intact.

Event description:
It was reported that physician started treating patient's left jawline procedure at 8% and 3.0mm depth. The second half of the first pattern, and second pattern produced three "cuts" vs. Dotted micro-coring patterns. The needle cartridge was changed, and the third pattern was backed down to 5% 3.0mm. Once again, three "cuts" were made with the new needle cartridge and setting. New handpiece used and they continued the procedure to completion of mid/lower face. Per dr. Meek, all "cuts" required suturing w/running 6-0 suture (total of 9- 0.4" lacerations and 3-0.2" lacerations).